Event description:
Approximately 2 weeks after application of the fixator, the ball joint loosened and the patient lost distraction. Per the rep, the ball joint was not correctly tightened per surgical technique guide upon initial application. The patient was brought back into the or so that the doctor could realign and tighten the fixator. The body locking nut was overtightened and the outer shell of the fixator cracked. A new fixator was applied and the outcome was successful.